Event description:
Pt had perfix mesh plug of left inguinal hernia 1999, after which they developed unremitting, disabling left groin pain. They underwent left groin exploration and removal of mesh plug in 2004. At the time of surgery, pt was found to have significant inflammatory changes with neuroma formation and encasement by mesh of the genitofemoral nerve and iliohypogastric nerve. They also had significant inflammatory encasement by mesh of the spermatic vessels, and kinking and inflammation of the vas defeerens, which physician believes led to pt's described ejaculatory pain and sexual dysfunction.